Manufacturer narrative:
The reported complaint of black-out display along with alarm on the thermogard xp ivtm system (sn (B)(4)) was not confirmed during power on and event logs review. The system was turn on several times and powered up without any issues and passed self-test. During visual inspection, no physical damage observed. The hmia and monitor connections were checked and no issues were noted. The system was opened and further inspection was performed. There was a trace showing that saline got into the system and the ntc thermistor was damaged. These issues identified did not attribute and no related to the reported complaint. The thermogard xp ivtm system is a reusable device and was manufactured in september 2013. The device has been operating for nearly 5 years and closely exceeding its expected serviceable life of 5 years. The initial functional testing passed all functional tests requirement. During archive event log review, the reported complaint issue that occurred on the day the user observed was not identified in the log. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system serial number (B)(4).

Event description:
As reported, during console self-test, the thermogard xp ivtm system (sn (B)(4)) was alarming with black-out display upon powering on. No patient involvement.